Manufacturer narrative:
The instrument was returned without the ultrasonic probe. Failure analysis confirmed the ultrasonic shears instrument to have been damaged. An inspection of the instrument revealed that the polymer grip section had melted where the grip and ultrasonic probe meet. A thin 0.05" x 0.5" fragment of the grip was missing. The evaluation concluded that the instrument was likely misused. The observed instrument damage is known to occur when the instrument is energized and there is no tissue between the grip and the probe.

Event description:
A distributor reported that the instrument tip broke during a surgical procedure. No additional details were provided. No patient harm, adverse outcome or injury was reported.